Event description:
It was reported during remote transmission that the right ventricular lead exhibited high ventricular rate episodes due to oversensing. This oversensing was a result of noise. Programming changes were recommended but not yet completed. The patient condition was stable and asymptomatic.